Manufacturer narrative:
B3: event date was asked and it was unknown. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial#: (B)(6), UDI#: (B)(4), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. Pt was the initial reporter, but had called in with their manufacturer representative (rep) present. The reason for the call was pt reported that the recharger was getting hot where the cord meets the paddle. Pt stated that they have not gotten any physical burns from this component. Pt stated the recharger cord also gets very hot in their hands, and is not wanting to sync to their implantable neurostimulator (ins) when charging ins. The issue was not resolved through troubleshooting. Patient stated they have a cervical and a lumbar implant, and their cervical implant recharger was working normally. A replacement recharger telemetry module (rtm) was sent out.